Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review by lot indicates that the reagent lot performs as expected. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency for lot number 30414ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was generated for a female patient. The cut off for positive results for females is 15.6 pg/ml. Sid (B)(6): result of 58.11 pg/ml (positive) on (B)(6) 2021. This result was questioned by the doctor because the results did not match the clinical picture. A new sample was drawn, sid (B)(6), and the result was 0.54 pg/ml (negative). Sid (B)(6) was repeated on two different architect analyzers: 1.11 and 1.21 pg/ml (negative). Sid (B)(6) was also repeated on two different architect analyzers: 7.79 and 1.37 pg/ml (negative). No adverse impact to patient management was reported.